Event description:
Information received a smiths medical cadd- solis vip 2120 is not occluding. This was reported by msd biomed in city of industry, california. No patient involvement.

Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. The event history log was reviewed and there were downstream occlusion alarms. Sensor testing and functional testing were performed on the pump. The reported "not occluding" issue was duplicated. The downstream occlusion sensor (dso) was out of calibration. The pump was recalibrated to resolve the issue.